Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl, a fall, and a high ketone level identified as dangerous by healthcare provider. Reportedly, customer was using humalog supplies for over 48 hours. Additionally, customer was new to the pump, and believed settings were not "dialed in." The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.